Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, a failure could not be identified due to an additional problem that was identified (unable to load to t:connect).